Event description:
The patient presented to the dialysis center in his usual state of health. His initial vital signs revealed an irregular pulse with a rate of 104 beats per minute (bpm). Following an uneventful hemodialysis treatment, the patient's heart rate remained irregular, but had risen to 125 bmp. The patient reported he did not feel well. The nurse recommended he be evaluated in the emergency department but the patient refused and he called a cab for transportation home. While waiting for his ride, the nurse noticed the patient looking worse, by the time the nurse reached the patient, he was unresponsive and had no pulse. 911 were called and an automatic external defibrillation (AED) was applied. The AED delivered several shocks. The ambulance arrived within minutes and initiated advance cardiac life support protocol. By the time the patient was being transported from the dialysis center, he had a cardiac rhythm and pulse. Assisted ventilations were being provided with a bag-valve-mask. Upon arrival to the hospital, the patient was intubated and mechanical ventilated. The facility director stated that there were no problems with the phoenix machine or any other issues during treatment. She stated she had no reason to believe that any equipment or products caused or contributed to this event.

Manufacturer narrative:
The polyflux 24r involved in this incident was discarded by the facility. The dialyzer used in the treatment was on reuse #3. Gambro reviewed the device history record for this lot number and no anomalies were found. A review of the complaint history for this lot number concluded there are no other complaints for this lot number. There is no information that reasonably suggests the polyflux 24r caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of causation or liability.